Event description:
Replacement meter acting the same as the older meter. Previous complaint: (B)(4) took sugar this morning and received a reading of 27, 4 no readings then received a meter of 35. No readings meaning he'll insert the strip into the meter it'll go through the process of being ready to take his blood sugar, but when he places his blood on the strip, nothing happens. Looking back at the complaint customer gave the same exact s/n as complaint (B)(4).